Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported detachment of actuator knob was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and a definitive cause for the reported detachment of device or device component (actuator knob) could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the detachment of the actuator knob. It was reported during preparation of the clip delivery system (cds), it was observed that the actuator knob had become loose and was only hanging on a thread. The cds was not used. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.